Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with 400cc mentor memorygel breast implant experienced left sided rupture and right sided device migration post procedure. The breasts descended to her armpits with ptosis. As a result, replacement with sientra implants was performed on (B)(6) 2021. Mentor became aware of the left sided rupture on (B)(6) 2021. On november 24, 2021 mentor received additional information and initial awareness of the right sided device migration. This report relates to the right prosthesis. See 1645337-2021-13372 for contralateral prosthesis report.